Event description:
Information received suggests that patient underwent a hip revision procedure due to metal hypersensitivity. Review of invoice history revealed that patient underwent hip arthroplasty procedure on (B)(6) 2008 and was revised on (B)(6) 2008. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #1- material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. This report filed (B)(6) 2010.